Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The nurse of a customer reported via phone call that the insulin pump alarmed failed battery before and after a battery change. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the customer has to hit the pump against their hand to get the pump to work. The customer was advised that a new battery cap would be provided and to monitor the pump and to call back for further assistance if necessary.